Event description:
It was reported that during regular device followup it was noted that the device had an electrical reset. The patient reported passing through a metal detector. The device was checked and no malfunctions were found. Permanent parameters were restored and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during regular device followup it was noted that the device had an electrical reset. The patient reported passing through a metal detector. The device was checked and no malfunctions were found. Permanent parameters were restored and the device remains in use. It was further reported that an automated guided restore procedure was required to restore normal pacer function. No patient complications have been reported as a result of this event.